Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the incorrect system time was set on the pyxis device. The technical support specialist remotely accessed the station, updating the device time, and confirmed that patient data populated correctly thereafter. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station time was incorrect. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.